Event description:
In 2008, the patient was emergently implanted with a gore tag thoracic endoprosthesis to repair a type b dissection and underwent bilateral iliac stents and bilateral common femoral artery revascularization. In 2009, the patient underwent a reintervention due to aneurysm enlargement. A left carotid-subclavian bypass graft and gore tag thoracic endoprostheses were used. After one gore tag thoracic endoprosthesis was implanted, the graft was not well approximated to the wall, the flanges were approximately 5mm in the left common carotid artery, and there was continued flow into the proximal descending thoracic. An additional gore tag thoracic endoprosthesis was implanted. This device was not ballooned given the patient's prior dissection. At approximately on month later, a computed tomography angiography revealed a proximal type I endoleak and continued poor wall apposition of the proximal endograft extension. Three months post-procedure, the patient underwent a reintervention and a talent graft was implanted. The completion angiogram showed some minimal delayed endoleak still present. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted: 05941670/tg3710, 05989883/tg3715.